Event description:
It was reported that this device declared safety mode and is noted to be part of the ingenio high impedance advisory. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not be returned as it is being obtained by the hospital's cath lab.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared safety mode and is noted to be part of the ingenio high impedance advisory. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.